Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. No unexpected battery out limit alarms noted. Unable to prime device during prime/compromised force sensor system test due to loose drive support disk. Device received with all buttons responding properly. No button anomalies noted. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with minor scratched display window.

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.